Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis of the corail stem performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected corail stem code and lot combination. No other analysis was possible because nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The complaint description states that a patient was revised, total hip replacement performed on (B)(6) 2016. The patient was complaining of pain. The devices associated to the complaint were not returned for analysis. The DHR analysis of the corail stem performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected corail stem code and lot combination. No other analysis was possible because nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and stem loosening.